Event description:
It was reported that the patient experienced overdose following initial pump placement in 2007. A family member reported ¿this happened after her initial placement in 2007 while in post-op¿ referring to a more recent overdose where the patient had loss of tone, respiratory issues, became ¿floppy¿ and was intubated (please refer to manufacturer report #3004209178-2013-23515). The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information later reported the patient experienced o2 desaturation, decreased alertness and shallow breathing. Troubleshooting/actions included pump telemetry. The logs on (B)(6) 2007 showed no boluses or problems. It was indicated that the patient was on o2 2l/nc at night and tone and spasticity is baseline. The patient also sustained pressure ulcer related to hospitalization.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).